Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed may 8, 2015. Device currently unavail. For analysis.

Manufacturer narrative:
(B)(4). Implanted device remains.